Manufacturer narrative:
The customer complaint that the unit does not alarm when the tubing is off the rotor could not be duplicated. The unit was powered up on battery and passed post. Ac power was connected and the unit was observed to charge. Recertification testing was performed and unit passed. Rotor error alarm section of the performance verification was performed for five times. Each time, the device issued a rotor error alarm at approximately 13 seconds, which is within specification. The unit was disassembled and visual inspection found no anomalies. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit is failing to alarm for a rotor error during testing.